Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that an overdischarge implantable pulse generator (ipg). The manufacturer arrive at an appointment on (B)(6) 2016 and the patient stated the stimulator was not working. They were unable to recharge. It was reported that it had been approximately 2 months since they last recharged. Troubleshooting was done by attempting to interrogate the device with the clinician programmer (8840) and was unable to interrogate. An overdischarge status was confirmed. The patient declined a physician recharge mode. They reported that the stimulator had not been that helpful and would like it removed. It was reported that a surgical intervention did not occur but a surgical intervention was reported to be planned. A surgical intervention had not been scheduled. There was a report that the patient would discuss their wishes to have the stimulator removed on (B)(6). Relevant medical history includes spinal pain.